Manufacturer narrative:
The repair is still in process. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report

Event description:
Hillrom received a report from a hillrom technician stating the head of the bed section would lower unintentionally. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hillrom technical support contacted the account three additional times trying to obtain the resolution for this alleged issue.no response has been received from the account. If any additional relevant information is identified following completion of the repair, the additional relevant information will be submitted in a supplemental report. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the head of the bed section would lower unintentionally. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).